Event description:
The following information was reported: the patient developed pseudoaneurysm. Manual compression was held for more than 30 minutes. The patient was not hospitalized. Procedure type: intervention peripheral stick location: medium sheath size: 7f vessel size: 6mm. Additional information: there were multiple sheath exchanges.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed.based on the information provided, the root cause of the reported event could not be determined.a review of the lhr was not possible as the lot number was not provided.(B)(4).